Manufacturer narrative:
Concomitant medical products: product ID 3778-60, lot# v804292032, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 3778-60, lot# v878716004, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n314552. Product type: accessory. (B)(4).

Event description:
It was reported that the patient never had adequate coverage following original implant. The reporter indicated that the patient was informed that the leads moved soon after implant. Reprogramming attempts also failed. On the day of the report, the patient's implantable neurostimulator (ins) was completely discharged. Since the patient wasn't using stimulation, she had stopped recharging several months prior to the report. The plan was to replace the leads. However, since the ins had at least one overdischarge strike against it, and the ins pocket was going to be opened, the ins and leads were replaced. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Patient and device codes have been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient regarding the surgical intervention. The patient thought they did not put the leads in the correct spot so they had to change it. The patient also thought they did not put them firm enough and they fell.